Event description:
The customer reported that on (B)(6) 2011 an erroneous low sodium result was generated from an olympus au5400 clinical chemistry analyzer. The erroneous result was reported outside the laboratory but was questioned by the physician. There was no death, serious injury or modification to patient treatment associated with this event. Upon test repeat on the same and different instrument, the sodium repeat results were higher. No patient specific information, sample handling/collection information or system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) could not duplicate the low sodium result. The fse checked the analyzer for errors messages around time of incident, and none were found. The fse executed a 50 sample precision study with acceptable results. No failure was detected.